Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided lot number 1905289 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were not returned for this issue, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were inspected and no signs of defect were observed. Based on the provided customer feedback, the reported incident most likely resulted from an error related to the needle manufacturing process; however, with the limited investigation findings, an exact cause could not be confirmed. See h.10.

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china needle was broken. The following information was provided by the initial reporter: the patient was suffering from bronchial pneumonia. At 14:00 on (B)(6) 2020, the day nurse li ronghao used a 20ml disposable sterile syringe from bd medical devices (shanghai) co., ltd. To dispense the 4 beds of liu qianmo for the inpatient. After unpacking, it was found that the 18g needle in the packaging tape was broken, and it was immediately replaced with a 20ml disposable sterile syringe. The treatment went on successfully that day.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china needle was broken. The following information was provided by the initial reporter: the patient was suffering from bronchial pneumonia. At 14:00 on (B)(6), 2020, the day nurse (B)(6) used a 20ml disposable sterile syringe from bd medical devices (B)(4) to dispense the 4 beds of (B)(6) for the inpatient. After unpacking, it was found that the 18g needle in the packaging tape was broken, and it was immediately replaced with a 20ml disposable sterile syringe. The treatment went on successfully that day.